Event description:
A fatal incident was reported to arjo by the customer representative (associate executive director). The resident fell from the lift and struck the head. On that time, one caregiver was assisting the resident to pull down the pants. The resident was transferred to a hospital and subsequently died due to the reported head injury. No clinical information regarding the cause of the collapse or any underlying medical condition was provided. It was reported that the resident had an unanticipated physiological event which, according to arjo move clinical consultant, "is recognized as a cause of a small % of falls."